Event description:
Information was received regarding a consumer receiving dilaudid [unknown concentration] at a rate of 6-8 mg/day via intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient was in the hospital for a pump replacement due to longevity; and went through withdrawal and pain returned and it was ¿horrible¿ because their pain management team only handled pumps they put in themselves . They put 2 mg of dilaudid into the patient¿s pump to get them back to the active level. They were in the hospital for a week and a physician did the surgery in (B)(6) 2013. The patient states that in 2007 (but wasn't diagnosed correctly 2013) this all started with being sick and was the reason all of this started for her. It wasn't clear to what specific timeframe the patient was referring to and regards to a particular event. No further information was provided and there were no further complications reported/anticipated. [Omitted information from (B)(4) ¿ ER visit 2012; pe (B)(4) pain is horrible (current); pe (B)(4) ¿ pump not working 2016; pe (B)(4) ¿ spinal crisis].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.